Event description:
Reportable based on device analysis completed on 30jan2025. It was reported that the tip of the device was kinked. The target lesion was located in the pelvis. A 177cm coil pusher -16 coil was selected for use. However, it was noted that the tip of the device was kinked upon unpacking. The procedure was completed with another of same device. The patient's condition following the procedure was stable. However, device analysis revealed that the coil section was detached.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the pusher wire was returned to our post market quality assurance laboratory. Visual inspection was performed, and it was observed that the pusher wire was bent at the middle section and heat shrink tfe tubing. The coil section was detached. No other issues were identified during the product analysis.